Manufacturer narrative:
This event was captured in a literature article published in march, 2018. Device labeling addresses the reported event as follows: possible complications of the use of the orbera® system include: continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Literature review performed: "intragastric balloon hyperinsufflation as a cause of acute obstructive abdomen" luiz gustavo de quadros et al. Acg case reports journal, 2018. The patient with the orbera intragastric balloon had also experienced nausea and vomiting. The patient was admitted to the emergency department and the balloon was removed without further complications. The patient exhibited clinical improvement, and was discharged on the same day as the procedure.

Manufacturer narrative:
Medwatch sent to FDA on 02/19/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: the patient's orbera intragastric balloon was reported to have "hiperisuflation" and the device was noted to be 1/3 filled with air. The event was "noticed by abdominal distension and confirmed by abdomen rx." The patent had the orbera removed.